Manufacturer narrative:
A correction is to be made to the description. Berlin heart was informed by the japanese distributor about the appearance of graphite particles between the membranes of an excor blood pump of a patient supported in the lvad configuration should be corrected to berlin heart was informed by the japanese distributor about the appearance of graphite particles in the air chamber of an excor blood pump of a patient supported in the lvad configuration. During initial visual inspection of the returned blood pump lose graphite particles could be seen in the air chamber, confirming the customer complaint. The pump was then disassembled for further testing. All three layers of the triple layer membrane were found to be intact. No defects could be detected. During production of the excor blood pumps, graphite powder is applied to both surfaces of the air-side layer and middle layer and to the inner surface of the blood-side layer of the triple layer membrane. Once the pump is in use on a patient, some graphite powder particles might come loose from the outer surface of the air-side layer. In this case, graphite particles got loose most probably due to friction between the membrane and the stabilization ring and were therefore visible in the air-chamber on the stabilization ring and on the inner wall of the pump housing.

Manufacturer narrative:
The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2020 (169 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as if it available.

Event description:
Berlin heart was informed by the (B)(6) distributor about the appearance of graphite particles between the membranes of an excor blood pump of a patient supported in the lvad configuration. The clinic provided berlin heart video material of the affected blood pump at the time of the incident. Upon evaluation berlin heart recommended an exchange of the affected blood pump. Trained personnel at the clinic performed an exchange of the affected blood pump. The exchange was performed without complications and the patient is doing well.